Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture and high pacing impedance. No signs of lead damage were noted via fluoroscopy although lead damage was suspected. The rv lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.